Event description:
It was reported that, during infusion, the pump continued delivering fluid despite the reservoir/bag being completely empty, and approximately one-quarter of the tubing was observed to contain air. This malfunction could potentially result in air being infused to the patient, posing a risk of air embolism. There were patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.